Manufacturer narrative:
No catalog or lot was available and the catheter has been discarded. (B)(4).

Event description:
It is reported that during an avnrt procedure, the patient suffered an injury. A celsius rmt 4mm catheter was being in used with stereotaxis and the sjm ensite velocity mapping system. The patient was having a svt ablation. Physician was delivering energy (50w) at a location he deemed well away from the avn for approximately 20 seconds when it was noted the patient was experiencing av conduction block. The rf application was terminated and the patient was paced supportively for approximately 10 min. At this point it was felt normal conduction had returned and the procedure was completed. Further information stated that the patient had been implanted with a permanent pacemaker (ppm). While the ppm was being implanted the patient's heart was perforated when placing the ppm leads. This was treated and the patient is stable. It is not known if the ppm was being implanted for conduction delay or sick-sinus syndrome post ablation of svt.